Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips not closing all of the way, misfired several times. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was received in good visual condition. Upon cycling, the device was noted to be empty and the lockout mechanism not functional. The instrument was disassembled in order to evaluate the condition of the internal components and the latch was noted to be bent. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. No conclusion could be reached as to what may have caused the latch damage.